Manufacturer narrative:
This report is submitted on june 25, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted (date not reported), due to an unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the previous or initial MDR submitted on june 25, 2018 was filed inadvertently. The device is a surgical reject. No explantation or serious injury has occurred.